Manufacturer narrative:
The handheld was returned without a battery cover. As a result, the handheld would not power on. Once a known battery cover was installed, the handheld performed according to functional specifications.

Event description:
It was reported that the handheld device was not working properly. The handheld was returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the returned handheld device and software flashcard was completed. It was identified that the handheld was returned without a battery cover. As a result, the handheld would not power on. Once a known battery cover was installed, the handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.